Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
This report is filed march 17, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to improper placement, resulting in migration of the electrode array. The patient was reimplanted with a new device during the same surgery.